Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspections could not be performed due to the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 40 degrees, the introducer was used when inserting the guidewire, and the microcatheter used in the procedure was unknown. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure when the subject guidewire was reinserted, a resistance was encountered within the introducer sheath. The subject guidewire was retrieved and during visual inspection a fibrous material was noted to be peeling off. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.